Manufacturer narrative:
Event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled and the upstream occlusion (uso) seal worn. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the issue was verified by visual inspection. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was a previous service on 3/1/2023 for the same reason of ¿dso seal damaged¿ and it was determined that the reason for return was related to this past service.

Event description:
It was reported that the device exhibited downstream occlusion seal degradation. The event occurred before infusion. There was no patient involvement and no patient harm.